Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 59 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "diagnostic accuracy of r-wave detection by insertable cardiac monitors." Pacing and clinical electrophysiology. 2020. 43:511¿517. Doi: 10.1111/pace.13912. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding diagnostic accuracy of r-wave detection by implantable cardiac monitors (icm). The article reports icms that exhibited false arrhythmia alerts due to inadequate r-wave sensing with undersensing and oversensing. The status/disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.